Manufacturer narrative:
Pump not received stuck in manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, low battery alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Event description:
The customer reported via phone call that they had low battery alarm and power error detected on insulin pump. The customer's blood glucose was unknown. Troubleshoot was performed. The customer declined to troubleshoot for high blood glucose. The customer treated with insulin pump. The product was returned for analysis.